Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no button error alarm noted. There was no moisture damage found on the electronic or motor assemblies.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.